Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the error alarm occurred during programming of a bolus. Customer did not recall any significant events that led up to the alarm. Blood glucose level was 268 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Down arrow button did not respond due to corroded keypad trace. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. No scrolling number display anomaly noted. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.